Manufacturer narrative:
Product event summary: a data file containing a video file was returned and analyzed. The returned mpeg-4 video showed, when flushing the sheath, the syringe was connected to the side port on the perpendicular way of the valve tube and the stopcock was positioned toward the free port. Afterward, the stopcock was positioned toward the syringe. Therefore, the free port was open and the air went through the tubing. In conclusion, the reported air ingress was not observed in the data file and could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, when the three way stop of the sheath was purged, air was returned. The sheath was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.